Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's alert settings as 65 mg/dl and 275 mg/dl rather than the intended values of 60 mg/dl and 270 mg/dl. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer corrected the values and resumed insulin therapy.